Event description:
The customer stated the device was removed from it's base and the unit produced sparks and smoke. No one affected. The device was recently cleaned. A request was made for the return of the suspect device and replacement product was sent.